Event description:
The customer reported that following a diagnostic catheterization procedure on december 2000, a vasoseal es was deployed. Following deployment the bleeding was noted at the puncture site and manual compression was applied. Upon discharge the pt complained of right calf pain. The pt was discharged and during the next six days experienced an increase in the pain in the pt's right calf and walking was painful. 7 days later and ultrasound and angiogram was performed. A popliteal arterial embolism was diagnosed. A thrombectomy of the right popliteal artery was performed on the following day. The pt was discharged 3 days later and no further complications were reported. The pathology results have not come back yet.

Event description:
After several attempts, datascope has been unable to obtain the specimen pathology results. No further follow-up is anticipated.